Event description:
It was reported to ge that while performing a lateral view image on the mammo system, the cassette fell out and broke the pt's toe. The system was repaired and returned to operational use.